Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, after successful closure with a 5f mynxgrip vascular closure device (vcd), the patient developed a pseudoaneurysm. Pressure was held for ¿a lot¿ of time and thrombin was also injected to the site. The vcd was being used in conjunction with an unspecified procedural sheath introducer via an antegrade approach, for closure of the superficial femoral artery following a right leg angiogram. At the time of this report, the patient was still being monitored but appears to be doing well post this situation.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, PMA/510k, if follow-up, what type have been updated accordingly. As reported, after successful closure with a 5f mynxgrip vascular closure device (vcd), the patient developed a pseudoaneurysm. Pressure was held for ¿a lot¿ of time and thrombin was also injected to the site. The vcd was being used in conjunction with an unspecified procedural sheath introducer via an antegrade approach, for closure of the superficial femoral artery following a right leg angiogram. At the time of this report, the patient was still being monitored but appears to be doing well post this situation. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Based on the limited information provided of the events, it is not possible to draw a conclusion about a clinical relationship between the device and the pseudoaneurysm. According to the instructions for use, which is not intended as a mitigation, a pseudoaneurysm occurring during or after any extravascular closure device, such as the mynx device, is a well-known potential complication. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.